Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing number 3006705815-2021-03096. It was reported that the patient was experiencing autoreducing, which caused ineffective therapy. A manufacturer representative confirmed that the patient has high impedances on both leads. X-rays confirmed that one of the leads have migrated. As a result, surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.